Event description:
It was reported that balloon air leak occurred. During preparation of a 1.50mm x 8mm emerge balloon catheter, it was noted that the balloon would not inflate and fluid from balloon port was coming out of the wire hub, and air leak heard. The balloon was removed from the holder, and when tested, it was not still inflating. A new balloon catheter was taken, and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: fg emerge otw, ous 1.50mm x 8mm balloon was returned to the complaint investigation site. Visual and tactile inspection identified at 49.8cm from the distal tip in the catheter shaft. Microscopic found no issues however a leakage test noted fluid leaking from the distal tip. When an attempt was made to inflate the balloon, liquid leaked out through the tip. This type of leak is consistent with a breach having occurred between the inflation lumen and the guidewire lumen. The exact location could not be located. The only damage observed along the shaft was a kink at 49.8cm from the distal tip. Using a blade this section of the device was dissected in order to examine the inner/guidewire lumen. No puncture hole was identified. No damage was observed to the markerband. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon air leak occurred. During preparation of a 1.50mm x 8mm emerge balloon catheter, it was noted that the balloon would not inflate and fluid from balloon port was coming out of the wire hub, and air leak heard. The balloon was removed from the holder, and when tested, it was not still inflating. A new balloon catheter was taken, and the procedure was completed. No patient complications were reported.